Manufacturer narrative:
Event occurred on an unknown date in 2021. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that one (1) holding forceps was broken. There was no known patient or hospital involvement. This report is for one (1) holding forceps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: the holding forceps (p/n: 351.782, lot number: t144843) was received at us cq. Visual inspection of the complaint device showed no broken features of the device. Functional test: a functional assessment was performed on the complaint device. The device would get stuck in the closed position and while opening, there was some resistance. Dimensional inspection: the dimensional inspection was not performed due to no access to relevant components. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? No, as there were no broken features of the device. Investigation conclusion: the complaint is not confirmed, however, the device was getting jammed in the closed position. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 351.782, lot number: t144843, manufacturing site: tuttlingen, release to warehouse date: apr 20, 2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.